Event description:
The pt reported, she has received 3 e4 (occlusion) messages on her insulin infusion device in the past 16 hrs. She said, she tried to troubleshoot on her own, but each time she received an occlusion message. She stated, her blood glucose readings have been "200 to 300 mg/dl" and she has been treating her readings by bolusing insulin by injection. To troubleshoot, the pt was instructed to disconnect the infusion set tubing from her infusion device and bolus through the adapter, which went through without error. She was instructed to replace the tubing and try to bolus, but she received an occlusion message. She was then instructed to attach a new tubing and she was able to prime successfully. The pt stated, she alternates between 2 adapters and does not know how old either is. She said, she started using the adapters about 4 months ago. The pt was advised the adapter should be changed every 10th cartridge change. The pt stated, she stores her insulin in her purse. She was advised to follow the MFR's recommendation and keep it refrigerated. The pt was sent complimentary adapters. On follow up, the pt stated she compared the insulin she was using to a bottle of insulin in her refrigerator and she said the insulin in her device was "cloudy". She said, she believes the bad insulin was causing the occlusions and elevated blood glucose readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.